Event description:
The patient¿s stimulation was turning off which was a new event that occurred last on (B)(6) 2013. The device was turning off randomly and she has been checking therapy status with the patient programmer which shows the implant was off. She could tell when the device was off as her headache returns. This occurs when her implant has charge in it. The ins was almost full. She was unable to completely describe the screens. A few days later it was reported that the stimulation turns off about 2-3 times a day and only one time at night while sleeping. When she woke up on (B)(6) 2013 the ins was off. She has to turn the stimulation back on as it does not come back on itself. It was random in nature and nothing specific in location or activity. It has happened at school, home or stores. She has residual effect of stimulation so she doesn¿t know the exact time the stimulation goes off until she gets return of her headaches. About a month ago she started using a home cardiac monitor called the phillips cardiocare rt20. It is a home monitoring system that sends information from the device regarding any cardiac activity. She wears the cardiac monitor all day long except for at night. She was good except for when the headaches come back. The current impedance measurements were normal 1182-1594ohms. She uses her stimulation 92% of the time and turns stimulation off if driving long distances. She will be seen by her health care provider (hcp) on (B)(6) 2013. She saw a company representative on (B)(6) 2013. She charged on (B)(6) 2013 and then on (B)(6) 2013 she lost stimulation at 10am when the device shut off by itself. She turned the stimulation back on for about 10min and then it shut off and would not come back on. After waiting a few hours she was able to turn stimulation back on but then it shut off again and it would not allow her to turn it on again. This lead to a return of her migraine headaches. The battery was 75% full. The 8870 card was going to be returned. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).